Manufacturer narrative:
1 unit of lot c1696695 of echo-hd-19-a was returned opened in its original packaging. The device involved in the complaint was evaluated in the laboratory on 19 oct 2020. The stylet was not returned. A proximal kink below the sheath extender was observed. The tip of the needle was examined and observed to be blunt which is as intended and as per specification. No piece of the needle tip was missing, and its length was measured and found to be within specification. An additional file was opened in relation to the proximal kink as it could not be linked to the complaint issue. Clarification was requested as follows; ¿was the proximal kink below the sheath extender observed when the device were being sent back to cook ireland?¿ reply was received as follows; ¿apologies, no they did not observe the kink¿. As a result of the above clarification the file was cancelled. Clarification was requested as follows; ¿can you please ask if the procedure to puncture the cyst off duodenal wall was successful?¿ rely was received as follows; ¿it was yes but it took considerable force as the needle was completely blunt ended.¿ further clarification was requested as follows; ¿question 20 of the additional questions states that the stylet was partially removed when advancing into the target site. Can you please confirm if this is correct as it might explain the difficulty with the puncturing. Please see below photo of the distal section of an echo-hd-19-a device which shows the stylet as the sharp end and the needle as having the blunt end¿. Reply was received as follows; ¿apologies, they have now stated that the stylet wasn¿t retracted.¿ document review including IFU review: prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-19-a of lot number c1696695 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1696695. The notes section of the instructions for use, ifu0050-2, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050-2). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause for the difficult puncture requiring a great deal of force could be attributed to the cyst wall being very thick as indicated in the complaint description. There also seems to be a potential training issue as the complaint description indicated that the issue was that the needle tip was missing and that there was no sharp but of the needle, it was a blunt end. The image which was attached to the mail sharing the answers to the additional questions and shows the distal tip of the needle would seems to indicate that the user believes that the needle tip should have a sharp end. However, the echo-hd-19-a device is designed so that the needle tip has a blunt end and the stylet tip has the sharp end. A mail was sent to the product manager asking to consider training at the facility. Summary: complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
This supplement report is being submitted as a cancellation report. This file was initially reported to capture a conservative assessment of potential user error which carries a risk and was deemed a malfunction report. However, additional information received 09-nov-2020 confirmed user error did not occur. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Investigation was concluded on the 17-nov-2020, conclusions are captured within section h.10.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle sheath completely blunt ended. "As per complaint form": needle was used in normal way to puncture cyst off duodenal wall. Puncture was extremely difficult and required a great deal of force. Doctor assumed cyst wall was very thick. On retraction of needle it was seen that there was no sharp but of the needle, it was a blunt end. At no point did any part of needle break off inside patient so needle must have been like this at beginning. Prefix: echo for all complaints, ask: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Na. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. Na if not with the device in question, how was the procedure performed and/or finished? Na. Was the device used in a tortuous position? No. Are images of the device or procedure available? Yes. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus eus scope. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle out of scope. Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? Na. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Straight. Was puncture of the target site difficult? Yes very. Was the stylet partially removed when advancing into the target site? Partially removed. How many samples were obtained with this needle? Na. Did any section of the device detach inside the patient? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Na. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? Na.